Event description:
Event description: on (B)(6) 2022, patient was treated for fractures in two elbows by inserting screws and a metal plate. Patient now has suspicion of a nickel allergy and the regions around the surgical scars regularly show itchy redness. Patient underwent revision surgery on an unknown date. Patient has inquired to find out which material the metal parts used at that time are made of and whether they contain nickel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).